Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was not able to read. The blood glucose value was unknown. The product will return for the analysis.

Manufacturer narrative:
Unit received with minor scratches on lcd window.